Event description:
It was reported that a pericardial effusion occurred. The patient underwent a successful and uncomplicated left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device was successfully implanted. Approximately 12 hours post-procedure, patient became hypotensive and a pericardial effusion was discovered via transesophageal echocardiogram (tee). Fluids and medications were given and the patient stabilized. The patient was discharged three days later.